Event description:
It was reported that a patient¿s second implant lasted only one year. The reporter wanted to know why the manuals indicated an average of 3-5 years. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).